Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found it was fully clip-deployed. Inspection of the returned device suggested that the locator wings were bent during thumb advancer deployment due to tissue compaction that exerted a distal force on the wings, preventing the wings from fully collapsing into the delivery tubeset when the clip was fired. The failure of the wings to completely collapse into the delivery tubeset directly resulted in difficult device removal as reported. The returned condition indicated that the access ports and safety release mechanism were utilized to facilitate the device removal. However, the thumb advancer was not fully retracted. The wings did not collapse completely after using the access ports and activating the safety release. The wings condition suggested that the device could be removed by applying counter-traction and assertive pull. Based on the investigation findings, the probable cause for the bent locator wings that directly resulted in the reported difficult device removal is tissue compaction that exerted a distal force on the wings while in the tissue tract. Tissue trapped between the distal end of the tubeset and the locator wings can bend the wings and interfere with the clip deployment and device removal. No manufacturing or quality deficiency was detected. There does not appear to be any indication of a lot specific product quality deficiency. A review of the product lot history record did not reveal any non-conforming material records associated with this lot. To assure that all products perform according to specifications they are subject to inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Improper or incorrect procedure or method, operator not trained. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a physician, not trained in the use of the starclose se device, attempted arteriotomy closure of the left common femoral artery after an interventional procedure. Reportedly, after normal placement of the starclose se, the device got stuck. Per the instructions for use, the safety release and access ports were used, however, the device remained stuck. A cutdown procedure was performed and the device was removed. The patient is in good condition. There were no reported adverse patient sequelae. Though requested, no additional information was provided.